Manufacturer narrative:
(B)(4). D10: unknown head unknown. Unknown stem unknown. Unknown liner unknown. Attempts have been made to gather all product identification information, and no further information has been provided. Product has not been returned. No product evaluation was able to be completed. Devices are used for treatment. Reported event is not related to device therefore, a compatibility review is not applicable. No further actions will be initiated as a result of reported event. Root cause of the reported event is not device related. Superficial infections are considered a procedure related complication as no device has been reported as revised. There are multiple factors that may contribute to an infection that are outside the control of zimmer biomet, such as external factors, i.e. Hospital/surgical environment, provider related risk factors, and/or patient comorbidities/risk factors. During the investigation process a review of the sterile certifications were not reviewed, as no product part/lot information was provided. All devices manufactured follow acceptable sterilization processes according to published iso/aami/astm & EU guidelines. A superficial infection was reported, and no product information was provided; therefore, validation of sterile certifications cannot be performed. However, the reported event is considered procedure related. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. Wright, b.h., hadley, m.l., harmer, j.r., et al. (2024). No revisions attributable to wear of highly cross-linked polyethylene liners: a long-term follow up study. Journal of arthroplasty, 39 (9), s347-s352. Https://doi.org/10.1016/j.arth.2024.06.042.

Event description:
It was reported in the journal article that the purpose of the long term follow up study was to evaluate implant survivorship, liner wear rates, and clinical outcome. The study reviewed 690 patients who had a total hip arthroplasty, 644 patients with the hxlpe (highly cross-linked polyethylene liners) and a 28 mm femoral head. A posterolateral approach was used in 448 patients, anterolateral approach in 232 patients, and extended trochanteric approach in 10 patients. The indication for revision/surgery was djd (554), osteonecrosis (61), oa (26), inflammatory arthritis (24), hip dysplasia (8), prior girdlestone (8), femoral neck fracture (5), prior hip arthrodesis (2), and oncologic indications (2). The study population had a mean age of 56 years at time of surgery (range 18-87); (361 males and 329 females). Follow-up was conducted with a mean length for 16 years (range, 2-22.5). The study reported 4 patients received a total hip arthroplasty on unknown date. All patients had an I&d on unknown dates due to superficial wound infections. No further information was provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected: b4, b5, d2, g1, g3, g6, h1, h2, h11. H1: this MDR is being submitted as a part of a retrospective literature MDR reporting review and remediation effort based on MDR reporting process and FDA adverse event reporting requirement. CAPA -07984 was opened on feb 27, 2026, to address corrections. Device performance and/or risk profile are not impacted. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.